Event description:
Correction: it was reported that the baskets of two (2) 'ngage nitinol stone extractors' could not be opened prior to an unspecified renal procedure.

Manufacturer narrative:
Investigation evaluation it was reported that the basket of 'ngage nitinol stone extractor' could not be opened during an unspecified renal procedure. This issue was identified prior to patient contact. The procedure was completed using another basket. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures a visual inspection, and functional test of the returned device, were conducted during the investigation. Two ngage nitinol stone extractors were returned in an open package with label. Upon inspection basket 1 had a bend/kink in the basket sheath near the support tubing. Basket would not open/close when handle was actuated. Basket 2 did not have any significant damage noticed. Basket did open/close when handle was actuated, but the basket was not the correct shape either open or closed due to damage to the sheaths that hold the basket wires in place. There was a loose piece of shrink tube in the basket formation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. A review of the IFU provides the following information: suggested handling instructions for extractors and forceps: important: excessive force could damage device. Cook has determined the cause of the observed damage to the two devices could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of 'ngage nitinol stone extractor' could not be opened during an unspecified renal procedure. This issue was identified prior to patient contact. The procedure was completed using another basket. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E2: healthcare professional: yes. E3: customer occupation: unknown. G4: PMA/510(k) #: exempt. H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.